Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated the lead was stretched. The analyst noted severe explant damage at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Concomitant medical products: ddmb2d1 ICD, implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. Interrogation found high impedance on the atrial lead. During the revision procedure, both the right atrial and right ventricular lead were removed as they were fibrosed together. New leads were implanted. No patient complications have been reported as a result of this event.